Event description:
The device was used for five days post mastectomy and the pt maintained on prophylactic antibiotics for the first two post-op days. The pt developed purrulent drainage from the surgical site on 08/18/2005. The wound was cleansed with povidone lodine then irrigation performed twice a day. Five months later, the wound was doscribed as small and the exudate as less. The surgeon stated that this pt had a potential risk of infection due to the operation.